Event description:
It was reported that the user received a ¿dosing stops soon¿ alert while using the ilet system with a freestyle libre 3 plus sensor, after a recent supply change and new sensor insertion, and the issue was attributed to the sensor not being started in the ilet mobile app. No adverse clinical symptoms reported. Outcomes included restoration of expected operation after successful sensor activation and warmup. User support included remote troubleshooting and user education on proper sensor pairing and activation within the ilet mobile app. Investigation of this case revealed user error related to failure to start the correct freestyle libre 3 plus sensor in the app, with the device and components functioning as designed once properly initiated. It was concluded, based on previously established findings for similar reports, that the cause was use error due to incomplete sensor setup.

Manufacturer narrative:
Initial.